Event description:
During a code, a physio-control lifepak 7 was brought in to defibrillate the pt. While setting up the unit, the watt-joule selector broke off, taking away the ability to defibrillate with this unit.